Event description:
This is a spontaneous case report received from a medical doctor in united states on 29-sep-2015. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent contraception. Additional information received on 01-oct-2015. The patient had an ectopic pregnancy on (B)(6) 2013 (current case). She had another pregnancy episode on (B)(6)2015 (linked case (B)(4)). Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had a ectopic pregnancy approximately 4 years after essure (fallopian tube occlusion insert) insertion. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case; limited information was provided. Nevertheless, given event's nature causality with essure cannot be excluded. This case was regarded as incident due to the serious injury reported (ectopic pregnancy). Follow-up information and a product technical analysis are being sought.

Manufacturer narrative:
Pregnancy questionnaire received on 27-jan-2016. New reporter was added. Her weight was (B)(6) and her height was (B)(6). Her medical history included gravida 5 (one pregnancy with essure - case (B)(4)), parity 3, 1 abortion and one elective abortion. Previous gynecological interventions and problems were denied. It was reported that her ectopic pregnancy was treated with methotrexate. On (B)(6) 2015 essure was removed by laparoscopy; salpingectomy was done. During surgery, both devices were in correct location (see case (B)(4)). Patient recovered from essure removal procedure and was doing well. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had a ectopic pregnancy approximately 4 years after essure (fallopian tube occlusion insert) insertion. She was treated with methotrexate. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case; the ectopic pregnancy occurred 4 years after essure insertion and patient has had a previous pregnancy with essure. Therefore, causality with the suspect insert cannot be excluded. This case was regarded as incident, due to the serious injury reported (ectopic pregnancy) with need of medical intervention for treatment. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information (pregnancy questionnaire) received on 14-mar-2016 from physician: the patient was 6 weeks postpartum at time of essure insertion. During the procedure, no cervical dilatation was performed; sounding showed 8cm and no general anesthesia was applied but a paracervical block. The procedure was considered easy with easy visualization of tubal os. It did not take more than 20 minutes and the fluid loss was not greater than 1500cc. The patient was under depo-provera after the insertion until confirmation of placement; however no hsg (hysterosalpingogram) was performed. Company causality comment:this medically confirmed, spontaneous case report refers to a (B)(6) -year-old female patient who had a ectopic pregnancy approximately 4 years after essure (fallopian tube occlusion insert) insertion. She was treated with methotrexate. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case; the ectopic pregnancy occurred 4 years after essure insertion and patient has had a previous pregnancy with essure. Therefore, causality with the suspect insert cannot be excluded. This case was regarded as incident, due to the serious injury reported (ectopic pregnancy) with need of medical intervention for treatment. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 19-oct-2015: information received from physician confirmed that patient had a positive pregnancy test in (B)(6) 2011, an ectopic pregnancy in (B)(6) 2013 and a term pregnancy that she delivered in (B)(6) 2015. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had a ectopic pregnancy approximately 4 years after essure (fallopian tube occlusion insert) insertion. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case; limited information was provided. Nevertheless, given event's nature causality with essure cannot be excluded. This case was regarded as incident due to the serious injury reported (ectopic pregnancy). Follow-up information and a product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 06-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had a ectopic pregnancy approximately 4 years after essure (fallopian tube occlusion insert) insertion. She was treated with methotrexate. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case; the ectopic pregnancy occurred 4 years after essure insertion and patient has had a previous pregnancy with essure. Therefore, causality with the suspect insert cannot be excluded. This case was regarded as incident, due to the serious injury reported (ectopic pregnancy) with need of medical intervention for treatment. The product technical complaint investigation resulted in an unconfirmed quality defect.